Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a manufacturer representative indicated the manufacturer representative was onsite and the aforementioned inaccuracy. The inaccuracy was left and low. The exam was missing the top of the patient's head, but registration looked decent. In the middle of the procedure, the site swapped from a flat emitter to a side emitter and noticed accuracy improved by 3-4mm. There was no visible damage to the flat emitter. The site was going to try the next few cases using the side emitter and see how they go.

Manufacturer narrative:
D9/h2/h3/h6: software analysis was completed. The archive had one exam with 177 slices, it was observed that trace registration was done by collecting a good amount of trace points on the forehead and on the nose part with an accuracy metric of 1.0 mm with green and yellow zone of accuracy. Some trace points were collected on the outside of the scan region which was not recommended. It was suggested to collect the trace points only on the scan region. Logs captured "[receive coil noise 0 ,receive coil noise 1, receive coil noise 2]" multiple times, hence suspecting metal interference might have caused the inaccuracy, however analysis provided insufficient information to determine root cause of the reported behavior. Codes b01, c19 and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735736, software version #: (B)(4). No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that the surgeon felt inaccurate. The surgeon traced to register and felt that the system was about a cm off in the inferior direction. They surgeon reregistered and still felt off, but still continued navigation. There was a reported delay to the procedure of about 5 minutes. There was no reported impact to the patient. This was noted pre-operatively.